Event description:
Overdose symptoms were reported. The patient experienced lethargy and decreased blood pressure. The hcp suspected a compounded drug concentration error which led to the patient's overdose symptoms. The pump was reprogrammed to the minimum rate of clonidine 11.9 mcg/day and fentanyl 5.9 mcg/day. The pump was used to deliver fentanyl 1000.0 mcg/ml 275.3 mcg/day. Clonidine 2000.0 mcg/ml 550.6 mcg/day. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had been seen at the pain clinic on (B)(6) 2012 for a pump refill after leaving the hospital (the reason for that hospital visit was not reported). At that visit that the patient was "extremely weak" and she had fallen "earlier" in the week. It was reported "she admits her 2 previous appointments scheduled for refill of her intrathecal pump and she arrived at the clinic with a program remaining volume of 1 ml in the intrathecal pump, "it is unclear what was meant by this. It was noted that the pump was refilled at that visit "without complication", and the patient was discharged. 28 hours later the healthcare provider (hcp) was notified by the emergency room (ER) the patient had arrived hypotensive and was unable to be aroused and was admitted to the intensive care unit (ICU.) Two hours later, the hcp received a second call requesting pump to be turned off. The hcp went to hospital and reduced the intrathecal dose. It was noted at that time the patient was on dopamine (unknown if it was oral or intravenous) she was "difficult to arouse", and heart rate in the 40s. "Six hours later" the patient had awakened, blood pressure was "stabilizing" and the hospital "intended to keep her through the day". It was also noted at that time the "working diagnosis" was the "possibility" of a pocket fill, the "hcp would have expected it to present earlier than 28 hours after refill, however, due to the confinement of the pump pocket it was possible that the medication could have been sequestered there for a period of time and then slowly leaked out". Another 15 ml dose of medication was ordered from the compounding pharmacy. On (B)(6) 2012 the hcp was able to retrieve completely all medication in the pump, "indicating" that a pocket fill did not occur. 15 mls of the removed medication was saved for analysis, the pump was refilled with 15 mls of the new medication and the dose was "reinstituted at her usual rate" because the patient was complaining of severe intractable pain and was hypertensive and tachycardic. Later that night ((B)(6) 2012), the patient "once again had become unconscious, was hypotensive and needed her pump medication reduced". The pump was programmed to minimum rate. By the following morning ((B)(6) 2012) the patient "had once again awakened and was complaining of severe pain" the pump dose was increased that afternoon, it was noted the patient tolerated increase without difficulty; the plan was to increase her medication again on (B)(6) 2012. "Over the course of that 24 hour period, she had unusual periods of 12 second asystole", and was scheduled for a pacemaker implant. It was not noted as to the cause of the asystole. On (B)(6) 2012, the hcp recommended the dose be increased again as the patient was "complaining bitterly of pain" and was "stable hemodynamically". After increase, patient had another episode of hypotension and decreased levels of consciousness and the pump was decreased again. The patient was discharged (B)(6) 2012 against medical advice (ama) and had been residing in a nursing home rehabilitation center. It was noted that the patient was seen in clinic (B)(6) 2012 and had been taking percocet and hydromorphone orally and that these did not manage her pain. It was reported that the hcp told the patient "given the curious effects of her pump adjustments, hypertension, and suggesting withdrawal followed by decreased consciousness that we will only increase her pump gradually as they moved through the pump tubing medication and bridge bolus into the medication which was instilled on (B)(6)". The dose was increased at that visit, and a second increase was to be done the next day. It was also reported that after the patient left the clinic the compounding pharmacy called the hcp to report the medication removed from pump on (B)(6) 2012 had been "confirmed within 10%". The plan was to follow up over the next few days to make adjustments to medication and stabilize pain and hemodynamics. No diagnostics were reported. The cause of the event "remains unknown". Patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4). Very difficult 10 days for the patient. (B)(4) correction: previously reported device. No longer applicable. Conclusion (B)(4) no longer applicable.

Manufacturer narrative:
Catheter: 8703w, serial# (B)(4), implanted: 2000 (B)(6), explanted: unknown. (B)(4).